Event description:
Approximately 8 minutes into the endometrial ablation heating cycle machine alarmed "loss of fluid" and shut down. Physician repositioned uterine tenaculum to create a better seal and continued with procedure. Physician noticed fluid in the vagina and immediately absorbed the fluid with a sponge. At end of procedure a blanched area noted in the vaginal introitus.